Manufacturer narrative:
The device was not returned for evaluation. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed low impedances on l1 lead. X-ray imaging revealed migration of the s3 lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the s3 lead was explanted and replaced to address the issue. Effective therapy was restored.